Manufacturer narrative:
Device has not been received.

Event description:
A report was received that during the implant procedure, the lead fell apart and the contacts were all detached from the paddle. The physician continued the procedure and attempted to find all of the contacts inside of the patient but was unable to locate one missing contact. The procedure was completed and the patient was sent to recovery. The next night the physician noted that the patient was unable to move her right leg, a CT scan was ordered and the results came back normal. The physician would like to perform an MRI but cannot perform it while the patient has a contact in her body.